Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were high impedances. The reference electrode was number 2. There were out of range electrodes that were over 10,000 ohms including 1, 2, 3, 4, 7, 9, and 11. The patient met with the manufacturing representative on (B)(6) 2014 and they switched leads to the zero through 7 lead. The patient lost stimulation after meeting with manufacturing representative. The patient had less than 50 percent therapy relief at the lead location. The patient met with another manufacturing representative 2 days later and was reprogrammed on the 8-15 electrode lead using electrodes 12, 13, 14, and 15. The cause of the out of range impedances were out of range. The patient got great coverage of the back and legs. The patient was doing well and felling stimulation in all areas of pain.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial number (B)(4)) found that there was no evidence of anomalies. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient had the ins and both leads replaced on the day of the report. The manufacturer representative spoke to the patient the next day to adjust the clock for his scheduled therapy. The patient was receiving effective therapy and was doing well. Neither the doctor nor the manufacturer representative had further information at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received from the manufacturing representative (rep) reported that yesterday the leads were replaced due to high impedances and they decided to replace the implantable neurostimulator (ins) also because it was nearing end of life.

Manufacturer narrative:
(B)(4). Information was previously reported under manufacturer report number 3004209178-2015-18167, all future information pertaining to this event will be reported under this report.

Event description:
Additional information received from the consumer via the manufacturer representative reported that the consumer did not have stimulation. The representative ran impedances and the consumer had only two good electrodes, 10 and 14. The consumer was reprogrammed and was then receiving stimulation and the battery life voltage was reported to be ok. The consumer was receiving good therapy at the end of the meeting with the manufacturer's representative. The indication for use was spinal pain and chronic low back pain. Should additional information be received, a follow up report will be sent out.

Event description:
Additional information received reported that the manufacturer representative met with patient to change their scheduled therapy set tings. Because of time zone changes, the patient¿s implantable neurostimulator (ins) was coming on at 5:00 a.m. The patient was said to be doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.